Event description:
It was reported that the pump is failing the accuracy test during annual inspection in spite of trying brand new admin set. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was able to duplicate the reported problem, the device was found to be under delivering. It was determined that the expulsor was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.